Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a fecal management system (fms) was placed for the management of semi-liquid stool in an 'obese' patient. No anomalies at the rectum or anal area were noted prior to insertion. Information regarding the amount of fluid instilled in the retention balloon upon insertion was unavailable. Approximately 11 hours later, the patient complained of pressure in the rectal area. As there had been no discharge into the tube for approximately 8 hours, the nurse attempted to deflate the retention balloon and remove the fms. When the nurse attempted to deflate and remove the device, the staff nurse could not obtain "a return from the balloon." The staff nurse attempted a second time to "remove the balloon," and resistance was met. The staff then cut across the entire tube in an attempt to deflate balloon, but, no fluid drained from tube. It was further reported that upon turning the patient onto the left side, the staff was able to remove the balloon which came out without resistance. Upon removal, it was noted the balloon had no fluid in it. No stool was immediately evident upon removal of the tube. No further information was reported.